Event description:
The customer contact reported a clotted venous access port following an alarm condition. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of 5fu (fluorouracil) and the delivery was started. No specific pump programming was provided. After an unspecified length of time, the homecare pt reported multiple unspecified alarms. At that time, the pt stopped the delivery. On (B)(6) 2012, the pt returned to the user facility. At that time, the nurse noted an unspecified volume of blood had backed up in the tubing and the nurse was unable to flush the venous access port. At that time, the nurse delivered alteplase 2 mg into the venous access port and the pt was sent home. On (B)(6) 2012, the pt returned to the user facility as instructed and the port was able to be flushed. Therapy was resumed and completed using the same pump and tubing set. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. The pump history was downloaded and printed at the user facility. A review of the history indicates that on (B)(6) 2012 at 0744, the device was programmed for continuous only delivery in ml, with a 5 ml rate, a 230 ml vtbi, 0 ml kvo rate, a 260 ml container size and no air sensitivity setting. At 0745, the pump was powered off. Between 0807 and 0808, the pump was powered on and off. Between 1110 and 1113, the pump was powered on and the delivery was started. Between 1141 and 1515, the device was powered on 12 times, powered off 2 times, 2 power loss alarms occurred, the delivery was started 4 times, stopped 2 times, a change battery alarm occurred, 3 distal occlusion alarms occurred, and a start alarm occurred and was silenced 2 times. A priming volume of 2.6 ml was indicated. On (B)(6) 2012 at 1031, the device was powered in and a 15/00/00 power down error code occurred. At 1032, the delivery is started. The device continued in use until (B)(6) 2012 at 05/09, an end of infusion alarm occurred and the delivery was stopped.